Event description:
The facility reported to customer service a pump with failure code 703 on channels "a" and "b". It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary: the reported condition of a pump with failure code 703 on channels "a" and "b" was confirmed in the pump's event history. Inspection of the device found that the cause of the failure codes were due to defective pump-head modules "a" and "b" and therefore were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.